Event description:
It was reported the patient is deceased and expired due to ventricular arrhythmia. It was noted there were indications of possible u nder-sensing that may have occurred at various times during the arrhythmia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.